Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to delivery an unspecified concentration of taxol. It was reported that approximately 15 minutes after the delivery was initiated, the nurse noted leakage at the tubing and filter housing connection. The fluid that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided. .

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.